Event description:
Caller indicated the relion micro meter was giving variable readings. Call was paged out on (B)(6) 2010. Caller states that she woke up, had nothing to eat or drink, tested her bg and the result was 380. She retested with in seconds and her reading was 203 she felt fine but took a 500mg tablet of metformin. She stated that since this incident the meter is not testing accurately. Controls not used. Replacing meter.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.